Manufacturer narrative:
B3: date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that this shocking issue first occurred on approximately 2024-dec-11 (three weeks post implant). Ins and hcp information provided. Regarding the cause, the hcp has told the patient that the extra tingling sensations are unrelated to the spinal cord stimulation (scs). An x-ray was done, the lead was in the same place. Impedance check confirmed all in range. Reprogramming was done to better cover the area of pain, which was successful. At the moment this has resolved, information confirmed with physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
When asked for clarification on if the previous report of "the hcp told the patient the extra tingling sensations are unrelated to the scs" was for both allegations of overstimulation and shocking, the manufacturer representative (rep) stated "no not determined."

Event description:
It was reported that the patient messaged to say they were having quite significant problems with their device and overstimulation/shocks, not just within the spine with the handheld device as well. Overstimulation/stimulation even when the system was off was noted. It was unknown under what circumstances the issue was observed. It was advised for the patient to switch the stimulation off completely until they can be reviewed in clinic. No further event information was reported.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.